Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptic was broken and foreign material (blood) on the lens surface. As per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.96mm at the time of implantation. (B)(4).